Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to femoral periprosthetic fracture. A 26 +0 lfit head and 45mm uhr bipolar head were revised to a unitrax endoprosthesis head and sleeve with dall-miles plates and sleeves, and axsos screws. The stem was not revised. Rep confirmed there are no allegations against the revised stem and head, and that no further information will be released by the hospital or surgeon.